Manufacturer narrative:
Submit date: 03/24/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the plastic hub on the pump set was not staying connected to the pump. There was no patient involvement.

Manufacturer narrative:
The device history record review of the reported lot number, shows evidence that the product was released according to all established procedures and quality assurance. Samples were received at the manufacturing plant. All of the samples were visually inspected and the configuration of the devices was correct. No loose components were found during the inspection. The failure mode is not confirmed. A possible root cause could not be identified since the failure mode was not confirmed and the sample received was correctly manufactured with no issues found. Since the failure mode was not confirmed to be manufacturing related no corrective actions will apply. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.